Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.

Event description:
It was reported that the pt underwent surgery for implant of dynamic rods and pedicle screw fixation at l4-s1. Sometimes post-op the pt had a fractured rod and underwent add'l surgery to remove the construct. According to the surgeon the device had done its job and no add'l hardware was implanted during the revision. No pt complications were reported.